Event description:
It was reported that prior to the implant of a transcatheter aortic valve-in-valve into an indwelling surgical aortic valve, it was noted that a chimney stent was held on standby. Upon deployment of the valve, at the point of no recapture, adequate distance from the valve frame and surgical valve leaflets to the coronary artery was maintained, so the stent was deemed unnecessary, and full release was performed. A residual pressure gradient was observed following full implant, so a post-implant balloon aortic valvuloplasty was performed with a non-medtronic 18 millimeter (mm) balloon. On the final angiography, it was confirmed that coronary flow was normal, however the distance between the surgical valve leaflets and the coronary artery was closer than expected. Subsequently, the chimney stent was placed as a precautionary measure against a late occlusion.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.